Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an occlusion alarm while the user was on a teflon infusion set with 23-inch tubing that had been in place for four days; no bubbles or kinks were observed, and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention beyond routine supply change. Investigation included customer care troubleshooting and education. Investigation of this case revealed that the alarm resolved after replacing the tubing, consistent with an infusion set or tubing obstruction associated with prolonged wear. It was concluded, based on previously established findings for similar reports, that the cause was occlusion related to infusion set wear, resolved with supply change.